Event description:
It was reported that the patient could not get telemetry between the previously working remote monitor and the implanted device. Troubleshooting steps were taken to no avail. Additional information retrieved from the patient registration database showed that the patient had the device replaced. A follow up call to the doctor's office confirmed that the implanted device was replaced due to elective battery replacement (eri). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.